Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump was "not working." No reported adverse impact to the customer's blood glucose. The customer declined to provided further information and declined to troubleshoot with tandem technical support.